Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Products: 4023 lead implanted 1997 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed and indicated the impedance on the atrial pacing lead was beyond the expected lower range. Lead diagnostics show atrial short circuit pace counts for low impedance. An atrial lead warning occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for low impedance on the right atrial (ra) lead. No action was taken and the lead remains in service. No patient complications have been reported as a result of this event.